Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No traces of moisture were noted at the keypad traces, electronic assembly or motor assembly during the visual inspection. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump experienced a blank screen after changing the battery. The customer stated that the screen would not come back on. The customer's blood glucose was 7.6 mmol/l. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture from steam when leaving the insulin pump in the bathroom while showering. The display did not return after troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.